Event description:
It was reported that a deep brain stimulation patient had a loss of therapeutic effect. The surgeon decided to check the system in the operating room as impedance measurements were high. When the surgeon pulled out the extension to check it, the extension cable broke, and was removed. It was reported that there was no patient injury. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).